Event description:
Per the clinic, the patient experienced facial nerve stimulation as a result of electrode array migration. Subsequently the device was explanted on (B)(6) 2015.

Manufacturer narrative:
This report is filed november 4, 2015.